Manufacturer narrative:
A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
Date of the event is estimated . The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be pending to address this situation.

Event description:
Additional information found the patient¿s ipg was explanted and replaced on (B)(6) 2021 to resolve the issue.

Manufacturer narrative:
Correction: e1 - corrected physicians name and address and facility name.

Manufacturer narrative:
The reported issue of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. Per the event details, rep stated the patient's ipg became inoperable due to the patient going several months without recharging their ipg (patient stated he has not charged his implant for months and stimulation has been off for months). Per (B)(4) documents, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. According to the review of protege IFU/dfu, arten100145316, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿